Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time. However, based on the similar reports, the damage of the mucosa or bleeding can most likely be attributed to the user¿s technique or the condition of the patient. The instruction manual of the subject device provides several warnings to users in effort to prevent patient injury. ¿do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Do not take more than needed. Perform biopsy on minimum necessary spots only.¿

Event description:
The user facility informed olympus that patients are experiencing excessive bleeding after undergoing procedures with the single use biopsy forceps. It is not known how the bleeding was resolved or if the intended procedures were completed. Additionally, the user facility reported that although there was no issues noted with the device during use it cannot be ruled out as a contributing factor. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM reported that the exact cause of the phenomenon remains unknown as the event unit was not returned and could not be evaluated. However, based on similar reports, the cause of the reported event can likely be attributed to a procedural accident caused by the condition of the patient or mishandling of the device such as over-pressing of the cups against tissue. The OEM also, performed a device history review for the models: fb-224u & fb-225u with lot number 77k through 87k and there were no nonconformities noted during the manufacturing of this device.